Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine (25 mcg/ml at unknown concentration), ketamine (4 mg/ml at unknown concentration) and dilaudid (25 mg/ml at unknown concentration) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the catheter tip was floating around. It was noted that the patient was going to need a battery change soon. No symptoms were reported. No further complications have been reported as a result of this event.